Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Event description:
During a preventive maintenance check, the technician noticed the casters were sliding when the brake was engaged.

Event description:
A customer reported that on (B)(6) 2010 at approximately 9:00 am, she received the readings of 317 mg/dl and 310 mg/dl on her freestyle lite blood glucose meter within ten minutes. The customer also reported that on the same date and time she started feeling shaky, weak, sweaty and dizzy. It is unknown if the customer lost consciousness and/or had seizure. The paramedics were called and the customer was reportedly treated with a shot of glucagon to counteract the event, and also drank a beverage and ate peanut butter crackers. The customer was then taken to a health care facility where she reported she was diagnosed with hypoglycemia, but no further medical treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As the requested product was not received for investigation, retained test strip samples from the same lot reported by the customers (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).